Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and a blank display. Blood glucose level at the time of the incident was 610 mg/dl, which was treated with a manual injection. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
After battery installation, the insulin pump counted up to 7 and gave an unexpected blank display and constant audio alarm. After disassembly and reassembly the insulin pump booted up properly; the was problem isolated to the electronic assembly. Unable to perform the full functional testing including the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unexpected blank display. No cosmetic damage noted during physical inspection.